Event description:
During an esophagogastroduodenoscopy (egd) procedure, a cook hercules 3 stage balloon was used. The device was advanced through the endoscope to a site in the eg junction and inflated with water to 90 psi [20mm in diameter] for 1-1/2 minutes. The balloon burst. No section of the device detached inside the pt or endoscope. The balloon was removed and another balloon was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our eval of the returned product confirmed the report. There is an approx 6.5cm split in the balloon. The balloon was returned with the protective sleeve covering all but the distal 2cm of the balloon. There were multiple kinks in the catheter. Using a 60cc syringe and an inflation needle an attempt was made to inflate the balloon. The balloon would not inflate or hold pressure. The split in the balloon extended to the proximal balloon joint. The distal balloon joint was still intact. The proximal balloon joint was separated from the catheter. No part of the device was missing. There is evidence of adhesive on the catheter at the proximal balloon joint. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. According to the report lubrication was not applied to the balloon prior to advancement through the endoscope. The instructions for use states, "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." A possible contributing factor to balloon material rupture is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to the balloon easier passage through the accessory channel. The activity will aid in endoscopic advancement and balloon preservation. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon rupture can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use also contain the following precaution: "entire balloon should be extended beyond the tip of the endoscope and be completely visualized and positioned before inflation." The instructions for use contain the following warning: the recommended 100% balloon inflation pressure can be found on the catheter tag of the balloon dilator. Over inflation can cause damage to the balloon dilator, such as a rupture or split. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a rupture of the balloon material. Prior to distribution, all hercules 3 stage esophageal balloons are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the info provided, a cook rep has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.